Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016, and absorbable hemostat was placed and left at the gall bladder bed for hemostasis along with a drainage tube. Few days later, the patient experienced high fever and vancomycin-resistant enterococci was harvested from the drain, although during the procedure, no significant inflammation was noticed. It was also reported that there was not much output from the drain but the CT imaging showed a collection at the bladder bed site, and other drains were added although the output did not increase. No additional information has been provided.